Event description:
It was reported that the insulin pump alarmed during a bolus delivery. It was stated that the alarm could not be cleared, so the customer changed the battery and the insulin pump gave a constant tone. The customer changed the battery again, and the screen went blank. The battery was removed for five minutes, and when inserting a new one, the insulin pump still had no power and was giving a constant tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a faulty component on the interface board. Unable to test for alarms due to the frozen display. The insulin pump had a missing end cap sticker.